Event description:
A report was received that the patient was having an infection at the ipg site. Symptoms include redness and swelling. The patient was prescribed antibiotics. The physician believed that the infection was related to the procedure and not device related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model#: sc-4316, lot #: 17692261, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.